Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon completed six firings of the device with all blue reloads. On seventh firing, started to fire, heard battery but seconds/millimeter in device died. Surgeon had to use manual release lever to get device off tissue. No complication to the patient. Surgeon continued with new device and blue reload. Same exact thing happened as stated above but this was the first initial firing. Surgeon completed case with a manual long60a. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one ple60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.